Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. However, a definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, image guide protector had a scratch, protector of universal cord on control section side had a scratch, scope connector cover unit had a scratch, paint on suction cylinder is peeled, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, connecting tube had a dent, right/left knob had a scratch, scope cover had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, suction cylinder was shaved, control unit had a scratch, adhesive on bending section cover had a chip, bending section cover had a scratch, switch box had a scratch and connecting tube had a scratch. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope had reduced angulation. During the evaluation the following reportable malfunction was found: foreign object in nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.